Event description:
During a remote follow up, the device was found to be in back up mode. It was noted the patient had undergone an MRI and the device was not programmed into MRI prior to the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.